Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx stent graft with xpedient delivery system and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. The pt was seen for follow-up evaluations and was reported to be doing well. It was reported that approximately one month post-operatively the pt presented to the e.r. With acute ischemic changes of the left leg. Left femoral exploration and a thrombectomy of the left limb of the stent graft were performed in 2004. It was reported that the procedure was not successful and a femoral-femoral bypass was performed. No additional sequelae were reported and the pt is reported to be fine.